Event description:
Pt reported she experienced a fractured 3rd metacarpal of the left hand when a metal handle hit the back of her hand. Pt was implanted with a 1.5mm lcp condylar plate, 6 hole shaft with guides and was placed in a splint which she could remove at night. Pt reported the surgeon wanted to keep her fingers moving. The plate was noted as broken and was removed.

Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.